Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "capsular fibrosis removal." Device has been explanted.

Event description:
Healthcare professional reported "capsular fibrosis removal." Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported right side "capsular fibrosis removal." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4.